Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). The patient complained, that the infusion set disconnected at the tubing connector. However, the patient's blood glucose was normal. No further information available.